Manufacturer narrative:
Correction to blocks g1. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with urinary retention six days after the implantation. Five days later, the patient reported swelling in scrotum and pain; signs of infection appeared the following day. A cystoscopy was then performed and revealed cuff erosion. The device was removed on the same day. No further patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with urinary retention six days after the implantation. Five days later, the patient reported swelling in scrotum and pain; signs of infection appeared the following day. A cystoscopy was then performed and revealed cuff erosion. The device was removed on the same day. No further patient complications were reported.